Event description:
The customer stated that the insulin pump had a frozen display. The reported blood glucose reading at the time of the call was 145 mg/dl. The customer removed the battery and the insulin pump still displayed the home screen. Troubleshooting was performed and the buttons were not responding.

Manufacturer narrative:
The insulin pump had a blank display due to a component on the liquid crystal display board puncturing the isolation tape and shorting to the battery tube. Unable to confirm the frozen display and keypad anomaly due to the blank display.